Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose levels (45-50 mg/dl) and milk was consumed to address the low bg. The customer did not know what was causing the low bg. The customer reverted to using insulin injections to manage diabetes and was planning on continuing to use the injections until (B)(6) 2017 due to insurance/cost. As the customer was not using the pump, tandem technical support was unable to perform a pump system check to confirm that the pump was operating as intended.